Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the rigid video laparoscope had damage to the distal end cover glass, the outer tube light source function failed, and the image function also failed. There was no patient involvement.